Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Additional information has been requested however, not received.. If further details are received at a later date a supplemental medwatch will be sent please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: ID, gender, age or date of birth; bmi. Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a spine procedure on (B)(6) 2021 and topical skin adhesive was used. Post op patient presented with redness at the application site two weeks post op. Treatmentwas steroids. Additional information has been requested.